Event description:
Per rep. "In 2008, I was called for an emergent pacemaker implant. The indication was 3rd degree heart block post stent, post coronary bypass, with malfunctioning epicardial leads. This pt presented to the lab on a balloon pump, with multiple IV lines and a chest tube. Both leads were implanted in the pt and tested as usual. One of the nurses increased the oxygen because the pt's o2 saturation had decreased to 85%. The second nurse in the room, while assessing her saturation monitor, reported that the pt's hands were "ice cold". The physician asked for the staff to palpate a pulse and requested a respiratory be called. During this time I continued to pace the pt using the psa, per the physician's orders. CPR was started and code protocol began. After administration of several drugs, a pulse was palpated and the device attached, which demonstrated ddd pacing. At some point the pulse was lost again and CPR continued. At 11:15, the code was called and I was asked to disable the pacemaker. I programmed the device to aai with rate of 30, minimum output and pulse width. The device and leads were not removed."